Event description:
It was reported that: "it was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic acetabular system. It was further alleged that, the patient is experiencing "pain, discomfort and vibration in her hip while walking as well as a popping and squeaking in the hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.